Manufacturer narrative:
(B)(4) physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had the charge-pak and attention icons in its readiness display. During device evaluation, physio-control observed that the device automatically powered off immediately after the first voice prompt. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the customer had shorted their charge-pak battery charger, then removed the shorting plug and installed the depleted charge-pak into the device. The depleted charge-pak then depleted the device's internal hybrid layer capacitor (hlc) batteries and damaged their ability to recharge properly. A replacement device was provided to the customer under warranty.